Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per 1501-006-000 swi-sd-inf complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Case #(B)(4) - npi part number for 8120 unit. Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4) case subject: npi part number for 8120 unit account name: (B)(6) medical center. Account #: (B)(4). Asset name: (B)(4). Asset location: contact: (B)(6). Contact email: contact phone: (B)(6). Contact mobile: patient or user involvement: no. Patient or user harm: no. Case description: tech. Called in for help on 8120 unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8120. Failure mode: troubleshooting/ error codes. Case resolution: tech. Is having issue with the lock assy. On the 8120 unit when door lock it detect the door is open instead. Will need to replace lock assy. Confirm part number with price with out tax. Tech. Thank me for my asst. (B)(4).